Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "when using the raulerson syringe the physician stated that when pulling back on the plunger no blood was pulled back, only air. Physician decided to pull another kit and place line on the other side of the patient. There was no reported patient harm."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "when using the raulerson syringe the physician stated that when pulling back on the plunger no blood was pulled back, only air. Physician decided to pull another kit and place line on the other side of the patient. There was no reported patient harm."